Event description:
Date the problem occurred: fall 2018. The department of transportation required me to have stress testing. Since doing the stress test and wearing a halter monitor ¿ EKG machine. I have experienced more physical difficulties. They used different medicines to control my heart rate. Th nurses doing the test were students at the time as well. I would like this to be investigated and to know for certain that the testing machines are not being used to continue causing me medical problems. After all the professional stating I was at extreme health risk and nothing found after testing. I think they are misleading and or under minding their office with (B)(6) and hospitals. The dr. That reviewed testing is named (B)(6). The office has stated they do not have the records. -heart ultrasound testing was also done.